Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+ss (hcg+ss) on a cobas e 411 immunoassay analyzer. The initial result was 77.31 miu/ml with a data flag. This result was reported outside of the laboratory where the doctor questioned the result and requested repeat testing. On (B)(6) 2022 the repeat results were 1.93 miu/ml with a data flag and 0.100 miu/ml with a data flag. A new sample was obtained on (B)(6) 2022 and the result was 0.100 miu/ml with a data flag. The results of 0.100 miu/ml were believed to be correct. The result from an e602 module was <0.20 miu/ml. The hcg+ss reagent lot number was 614888. The expiration date was not provided.

Manufacturer narrative:
The customer did not observe any bubbles on the reagent.

Manufacturer narrative:
The hcg+ss reagent lot number expiration date was 31-jul-2023. Calibration was last performed on 28-jun-2022 with acceptable results. The customer was unable to provide additional information for the investigation. Based on the data provided, the cause of the event could not be determined. The investigation did not identify a product problem.